Event description:
Additional information received on 4/13/2026 for report mw5185180 to update the manufacturer to medtronic.

Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the hospital after a ventricular fibrillation (vf) arrest. The patient was resuscitated at home via an external shock administered by paramedics and admitted to a local hospital. Upon interrogation of the patient's boston scientific (bsc) cardiac resynchronization therapy defibrillator (crt-d), a code 1004 was observed, indicative of a short circuit during shock delivery. A code 1007 due to capacitor charge time exceeding limitations was also observed. When in the accident and emergency room (a&e), there were reports of the device "firing every minute." The patient was ventilated on the intensive therapy unit (itu) and device data was sent to bsc technical services (ts) for urgent analysis. Ts escalated the request to bsc engineering who confirmed via disk analysis that both the rv lead and the crt-d need to be emergently replaced. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).